Event description:
Customer reported a tandem mobi cartridge alarm. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer was instructed to remove the cartridge and deliver a 9-unit bolus, which completed successfully. Unable to reload the original cartridge, the customer successfully loaded a new cartridge and resumed insulin therapy, resolving the issue.